Event description:
It was reported that left bundle branch block(lbbb) and failure to remove the delivery system occurred. Procedure summary: a lotus introducer sheath(lis) was placed. A 27 mm lotus edge valve was advanced to treat the native tricuspid aortic valve. Prior to pause before the locking phase, a twisted post was identified. A partial re-sheath and valve redeployment was completed in accordance with the directions for use, however, the twisted post remained. A full re-sheath was performed in accordance with the directions for use, the lotus edge delivery catheter was centralized and a second attempt to deploy the 27mm lotus edge valve was completed which resolved the twisted post. The 27mm lotus edge valve locked successfully and released without incident. Post deployment, difficulty in removing the lotus edge delivery system was noted. The lotus edge delivery system became stuck in the lotus introducer sheath. The lotus edge delivery system was removed together with the lotus introducer sheath. On the day of the index procedure, the subject developed new left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The subject was discharged the day following the index procedure on aspirin and clopidogrel.

Event description:
It was reported that left bundle branch block(lbbb) and failure to remove the delivery system occurred. Procedure summary: a lotus introducer sheath(lis) was placed. A 27 mm lotus edge valve was advanced to treat the native tricuspid aortic valve. Prior to pause before the locking phase, a twisted post was identified. A partial re-sheath and valve redeployment was completed in accordance with the directions for use, however, the twisted post remained. A full re-sheath was performed in accordance with the directions for use, the lotus edge delivery catheter was centralized and a second attempt to deploy the 27mm lotus edge valve was completed which resolved the twisted post. The 27mm lotus edge valve locked successfully and released without incident. Post deployment, difficulty in removing the lotus edge delivery system was noted. The lotus edge delivery system became stuck in the lotus introducer sheath. The lotus edge delivery system was removed together with the lotus introducer sheath. On the day of the index procedure, the subject developed new left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The subject was discharged the day following the index procedure on aspirin and clopidogrel.

Manufacturer narrative:
H3: device evaluation: the lotus edge device was returned to boston scientific for evaluation. No valve was returned as it was successfully implanted in the patient. The device returned with a lotus introducer sheath (lis) attached to the distal end of the catheter. A kink noted on the lis at 8.5cm proximal from the distal end of the lis. The lis was removed distally with minimal resistance. The nosecone of the lotus edge device was found to be under seated by 1.3cm. The distal outer sheath was noted to be raised/ torn at 5cm proximal from the distal tip of the outer sheath, extending for 3.5cm during analysis the slider was re-engaged, and the device was unsheathed to examine the distal components. No issues were noted to the distal components. It was confirmed that the rotary barrel moved with movement of the catheter. The angiographic series made available were reviewed by a bsc quality engineer and were consistent with the reported event.the lotus edge valve is unsheathed in the annulus and as the valve is brought towards lock the tuning fork is not visible at the right coronary post (center), indicating a rotational misalignment at this position. In the next available series (timestamped 16 minutes and 20 seconds later) the valve has been repositioned lower and as the valve is unsheathed and brought towards lock. The tuning fork is visible indicating that the rotational misalignment between the right coronary buckle and post is no longer evident. The valve is then locked and released. The removal of the catheter was not shown in the media made available for review.